Event description:
This is a follow up report. Quality have completed their investigation on 25th june 2020. Results, conclusions and investigation notes are outlined in sections h of this report. Son 2015 ¿ ¿percutaneous unilateral biliary metallic stent placement in patients with malignant obstruction of the biliary hila and contralateral portal vein steno-occlusion¿. Our stent deployment system was introduced over a 0.035-inch, 150-cm long stiff hydrophilic guidewire (terumo) or over an extra-stiff amplatz guidewire (cook medical) and was deployed across the hilar obstruction to the common bile duct to cover the bile duct approximately 1¿2 cm proximal and 2¿3 cm distal to the obstruction to prevent tumor overgrowth. Post-stenting balloon dilation was not performed in any patient. After the procedure, an 8.5-fr or 10-fr temporary drainage catheter (cook medical) was placed just proximal to the stent. The external drainage catheter was irrigated frequently for 1¿2 days after placement to remove any possible blood clots or sludge. Stent dysfunction occurred in 16 (29.6%) of 54 patients after a mean of 159 days (range, 65¿321 days). Stent dysfunction caused by tumor ingrowth occurred in all 10 patients who received an uncovered stent, whereas stent dysfunction caused by sludge incrustation (n = 5) or tumor overgrowth (n = 1) occurred in only six patients who received a covered stent (table 2). Stent dysfunctions were managed using the ptbd procedure in 16 patients. Four patients with a stent dysfunction caused by tumor ingrowth (n = 3) or sludge incrustation (n = 1) received another covered stent, resulting in good internal drainage before these patients died. An additional metallic stent was not placed due to disease progression and poor general health in the remaining 12 patients. One patient had an uncovered stent dysfunction caused by early tumor ingrowth; however, the temporary drainage catheter.

Manufacturer narrative:
This is a follow up report. Quality have completed their investigation on 25th june 2020. Results, conclusions and investigation notes are outlined in sections h of this report. PMA/510(k) #: k182980. Device evaluation: the zib device of unknown lot number involved in this complaint was implanted in the patient, and was not available for evaluation. Document review: prior to distribution zib devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the zib device could not be performed as the lot number is unknown. It should be noted that the instructions for use (B)(4) states the following: ¿the stent has not been designed to inhibit tumor ingrowth. Tissue may grow through stents.¿ there is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient pre-existing conditions. From the information provided it is known that the patient had malignant hilar biliary obstruction and contralateral portal vein steno-occlusion. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, stent dysfunction caused by tumor ingrowth occurred in all 10 patients who received an uncovered stent. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Son 2015: ¿percutaneous unilateral biliary metallic stent placement in patients with malignant obstruction of the biliary hila and contralateral portal vein steno-occlusion¿. Our stent deployment system was introduced over a 0.035-inch, 150-cm long stiff hydrophilic guidewire (terumo) or over an extra-stiff amplatz guidewire (cook medical) and was deployed across the hilar obstruction to the common bile duct to cover the bile duct approximately 1¿2 cm proximal and 2¿3 cm distal to the obstruction to prevent tumor overgrowth. Post-stenting balloon dilation was not performed in any patient. After the procedure, an 8.5-fr or 10-fr temporary drainage catheter (cook medical) was placed just proximal to the stent. The external drainage catheter was irrigated frequently for 1¿2 days after placement to remove any possible blood clots or sludge. Stent dysfunction occurred in 16 (29.6%) of 54 patients after a mean of 159 days (range, 65¿321 days). Stent dysfunction caused by tumor ingrowth occurred in all 10 patients who received an uncovered stent, whereas stent dysfunction caused by sludge incrustation (n = 5) or tumor overgrowth (n = 1) occurred in only six patients who received a covered stent (table 2). Stent dysfunctions were managed using the ptbd procedure in 16 patients. Four patients with a stent dysfunction caused by tumor ingrowth (n = 3) or sludge incrustation (n = 1) received another covered stent, resulting in good internal drainage before these patients died. An additional metallic stent was not placed due to disease progression and poor general health in the remaining 12 patients. One patient had an uncovered stent dysfunction caused by early tumor ingrowth; however, the temporary drainage catheter.